Manufacturer narrative:
A relationship between the reported event and the device could not be established. It was not possible to confirm the reported capsular contracture due to a lack of clinical evidence provided. A complete review of the DHR for lot 23030271 was carried out, no deviation was found in the manufacturing process. The review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. The instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: "a capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations4 . Detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation". A definitive root cause could not be determined. Potential factors nonrelated to the manufacture of the device that may lead to capsular contracture include but are not limited to: patient undergoing revision surgery. Previous infection, hematoma and/or seroma. Patient has previous history of capsular contracture. Surgical factors. As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.

Manufacturer narrative:
A review of the device history record has been completed.no deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested.no additional information is available at this time.reason for complaint: capsular contracture grade iii.

Event description:
Allegedly, there was capsular contracture backer grade iii/IV (spain).